Event description:
The customer alleged that during a rotor cuff surgery, the needle broke inside the patient. Additional information revealed this had allegedly occurred on two sutures in a box. The customer alleged a 1mm tip remained in the patient, and it showed up in x-ray. The second tip was retrieved without incident. The customer alleged the suture/needle was not used through hard tissue. The remaining pieces from the same box were used without issue.